Event description:
It was reported that 8 of the bd intima-ii¿ closed IV catheter system had foreign matter. The following was translated from chinese to english: when the nurse was about to puncture the indwelling needle, when she checked the indwelling needle, she found obvious foreign objects in the package (white confetti-like impurities on the heparin cap).

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 29-aug-2023. H.6. Investigation summary: a device history review was conducted for the reported lot numbers. According to the sampling plan applied for product performance, these lots were accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample was returned which displayed the reported foreign matter. Compositional testing of the foreign body could not be performed due to the small quantity of the material. The substance is most likely debris from the manufacturing process and is generated as a result of a collision between the white adapter paddle and the manufacturing machinery. To prevent future occurrences our engineers have installed suction devices at the station of concern to collect any resulting debris from future collisions. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 3080077. D4. Medical device expiration date: 12may2026. H4. Device manufacture date: 21mar2023. D4. Medical device lot #: 3108378. D4. Medical device expiration date: 14may2026. H4. Device manufacture date: 18apr2023. D4. Medical device lot #: 3135087. D4. Medical device expiration date: 06jul2026. H4. Device manufacture date: 15may2023. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 8 of the bd intima-ii¿ closed IV catheter system had foreign matter. The following was translated from chinese to english: when the nurse was about to puncture the indwelling needle, when she checked the indwelling needle, she found obvious foreign objects in the package (white confetti-like impurities on the heparin cap).